Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary finding of blade scratch marks/ abrasions to be related to the customer reported complaint. Damage on the blade can cause the generator to fault, triggering the error. The error is to prevent the blade from getting more damaged which may lead to breaking. The root cause of this failure was typically attributed to mishandling or misuse. Additional observation, which was not reported by site, was that the instrument was found to have teflon pad damage. A piece measuring approximately 0.062" x 0.098" was broken off and was not returned.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer noted that the harmonic ace instrument was inserted into the "adapter," and an error message occurred along with a yellow light. The error message indicated that the harmonic ace instrument could not be used. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.